Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer have noticed rust on the surface of the instrument.

Manufacturer narrative:
Examination of the returned devices confirms the report. The devices show signs of corrosion. The etched lot code indicates manufacture date of (B)(6) 2013. Previous evaluation of this report finds the detergent solution is likely a high (or alkaline) ph detergent which is above the ph that is recommended in depuy instructions for use (IFU). The high ph will accelerate any oxidation/rusting that will occur. The detergent used was not reported however. The root cause is unknown, however can be attributed to user error through improper cleaning. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.